Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to prying and leveraging the device with excessive force.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/08/2025, a sales representative reported via (B)(4) that an ar-6068-25tr 25° quickpass lassos plastic coating on the outside of the wire started peeling away, causing the wire to be unusable. Even after removing some of the coating, the wire would twist, not allowing it to pass through the device cannulation. This was discovered during an arthroscopic bankart repair, where debris was produced. The debris was retrieved from the patient.